Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The complaint device was not returned nor were any pictures made available. Retention samples from another sub-lot of the parent lot of filled feiba vials was optically inspected and no issues were noted. No further investigation could be performed. No complaint trend was identified as this was the first complaint on both the sub-lot and parent lot.a review of the monthly report ((B)(4) 2025) for feiba was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for ytd2025 is approximately (B)(4) compared to 2023 (B)(4) and 2024 (B)(4).

Event description:
Report received from takeda market surveillance on (B)(6) 2025: per report: when they were spiking the product the dilutant did not work properly. End result it did not mix the medication. 10% of it went through the spike, the bottom dissolved. The top vial has solution still stuck.